Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to e3 and g3. Please see updates to e3, g2, h6 and h10. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation, therefore a final root cause of the event was unable to be identified. However, based on the results of the investigation it¿s likely the laser console was not responsible for the failure. The cause of the failure was a result of the fiber having been exposed to a large force resulting in a disconnection of the fiber from the ceramic ferrule interface. Please see report with patient identifier (B)(6) (laser fiber - model_tfl-fbx200s lot_kr222964) for more information regarding the fiber. Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by olympus sales representative, "operating room staff reported smoke was coming from the laser aperture. Staff reported the fiber pulled out of the aperture port connector. The fiber broke away inside the aperture connector at a metal alignment fitting, the part that actually mates with the fiber port of the laser. The blast shield was damaged and had to be replaced". The reported event occurred during a therapeutic ureteroscopy procedure. The blast shield inside the laser system was replaced, per the report and the same laser system was used to continue the procedure. The intended procedure was completed with no impact. No harm was reported. No patient harm, no user injury reported due to the event. This event includes two (2) reports: report with patient identifier (B)(6) (laser system model_tfl-pls ). Report with patient identifier (B)(6) (laser fiber - model_tfl-fbx200s lot_kr222964). This report is for report with patient identifier (B)(6) (laser system model_tfl-pls , serial unknown ).

Manufacturer narrative:
The subject device (laser system) was not returned for evaluation. As stated in report, the facility replaced the device blast shields and used the device in completing the procedure. Follow up however, is still in progress to gather additional information regarding the event reported. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.